Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿parameters out of specification.¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: this is a single use device. Do not re-sterilize any portion of this device. Reuse and/ or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient said the flip flo valve caused infections because it was too difficult to clean. No additional information was provided. It was unknown what medical intervention was provided for infection. Per follow-up via phone on 01nov2021, stated that patient had to use the catheter longer than they should. Patient had out of supplies because liberator was unable to send the ones, they needed timely. Also stated that liberator was not being sent the correct catheter they needed. Patient need an infection control catheter because of urinary tract infection with use of these catheters. Hence, there was no infection control coating on them. Patient had prescribed antibiotics for the urinary tract infection. Medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said the flip flo valve caused infections and it was too difficult to clean. It was unknown what medical intervention was provided for infections.